Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported the pump touchscreen was cracked and unreadable. The customer¿s blood glucose was 159 mg/dl. Customer declined tandem technical support follow-up regarding if back-up therapy was obtained.